Event description:
Patient presented with only right kidney; the right renal was only about 20% patent and subsequently the patient was on dialysis. The surgeon had planned on covering renal artery based on the fact the patient was already on dialysis. The superior mesenteric artery was close to the right renal artery. On (B)(6) 2012, after successfully implanting a bifurcated device, the surgeon advanced a 28mm aortic extension above the renal artery and deployed the uncovered stent segments and two of the covered stent segments. The surgeon then adjusted the c-arm to remove the parallax; however completely adjusting out the parallax took some time, the surgeon in a post-operative conversation with the endologix representative recalled this time as approximately ten minutes. After fully adjusting out the parallax, the surgeon continued deployment of the aortic extension by pulling the covered stent segments just distal to the superior mesenteric artery and deploying the remaining stent segments. An angiographic image showed good flow into the superior mesenteric artery and no endoleaks. The procedure was completed and the patient was transferred into recovery. On (B)(6) 2012, the surgeon informed the endologix representative present at the implant the patient had died from an ischemic bowel. The surgeon stated approximately 24 to 36 hours post operatively, the patient complained of abdomen pain. It was determined the superior mesenteric artery had occluded. The surgeon also stated during the time the c-arm was being adjusted some thrombus present in the patient's aorta could have become dislodged and have possibly occluded the superior mesenteric artery.

Manufacturer narrative:
Device not returned, actual device will not be evaluated. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.